Event description:
Reportedly, pt expired approx after an implant duration of 1.23 months (in 2007, after an implant 2 months prior), due to unk reasons. Unk if pt death is device related. No further info regarding this pt was received.

Manufacturer narrative:
Device not returned.